Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol flat mesh (device #1) used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard flat mesh (device #1). Additional emdr were submitted to represent the bard/davol perfix plug (device #2) and the bard/davol ventralex st (device #3). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2008, (B)(6) 2010 and (B)(6) 2016, the patient underwent surgery for implant of an unspecified bard/davol flat mesh (device #1), an unspecified bard/davol perfix plug (device #2) or an unspecified bard/davol ventralex st (device #3). It is alleged that the patient had unspecified injuries. As reported, the patient is making a claim for an adverse patient outcome against the bard flat mesh (device #1), bard/davol perfix plug (device #2) and bard/davol ventralex st (device #3). As reported, the attorney alleges general allegations against the bard flat mesh (device #1), bard/davol perfix plug (device #2) and bard/davol ventralex st (device #3) for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol flat mesh (device #1) used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided: based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, there was no information provided for the bard flat mesh. Updated fields: a2, a4, b4, b5, b6, b7, e1 (complainant name), e3, g1, g3, g6, h2, h6, h10. This supplemental emdr represents the bard flat mesh (device #1). Additional supplemental emdr's were submitted to represent bard/davol perfix plug (device #2) and bard/davol ventralex st (device #3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2008, (B)(6) 2010 and (B)(6) 2016, the patient underwent surgery for implant of an unspecified bard/davol flat mesh (device #1), an unspecified bard/davol perfix plug (device #2) or an unspecified bard/davol ventralex st (device #3). It is alleged that the patient had unspecified injuries. As reported, the patient is making a claim for an adverse patient outcome against the bard flat mesh (device #1), bard/davol perfix plug (device #2) and bard/davol ventralex st (device #3). As reported, the attorney alleges general allegations against the bard flat mesh (device #1), bard/davol perfix plug (device #2) and bard/davol ventralex st (device #3) for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2008 - patient was diagnosed with umbilical hernia thereby underwent open repair with the implant of perfix plug. Per operative notes, ¿the hernia sac was taken off the umbilical skin and sac was opened, incarcerated omental fat was dissected out. Majority of the hernia sac was divided and then the remainder of the hernia sac was left to protect the abdominal cavity from the mesh. The fascial defect was found. The hernia sac was closed with suture and an extra-large perfix plug was then placed into the umbilicus and inner leaflets, secured using sutures to the edges of the pocket.¿ (B)(6) 2009 - patient was diagnosed with chronic umbilical wound and infected mesh thereby underwent open repair with partial removal of perfix plug. Per operative notes, ¿the base of the umbilicus had a chronic draining wound and entire umbilicus was excised. There were sinus tracts through suture above the mesh to the preperitoneal space up against the backside of the fascia. The mesh was densely incorporated, still surrounded by chronic granulation tissue consistent with chronic infection. The granulation tissue and mesh were taken down in the preperitoneal space. The mesh was removed in total since mesh was still incorporated. All sutures were removed. There was no residual foreign body detectable. All granulation tissue was debrided away. The fascia was then closed with suture in an interrupted fashion.¿ (B)(6) 2011 - patient was diagnosed with cirrhosis and portosystemic shunt through varicosities in abdominal wall thereby underwent laparoscopic repair of appendectomy, lysis of adhesions, debridement chronic umbilical lesion. Per operative notes, "omental adhesions to the previous umbilical hernia repair were taken down and small fascial defect was closed." (Note: there was no mention/visualization of perfix plug) (B)(6) 2011 - patient had abdominal pain, drainage of yellow to bloody from previous hernia repair site thereby planned to underwent exploration of abdominal wound. (B)(6) 2011 - patient was diagnosed with chronic sinus of umbilical and infected mesh thereby underwent open repair with removal of mesh and debridement of abdominal wall. Per operative notes, ¿few adhesions were taken down. The mesh was identified and a part of mesh was incorporated but remainder chronically infected mesh was resected and defect was repaired with sutures.¿ (B)(6) 2011 to (B)(6) 2012 - patient had abscess and drainage from wound. (B)(6) 2013 - patient was diagnosed with infected abdominal mesh thereby underwent open repair with the removal of mesh. Per operative notes, ¿components of perfix plug were encountered. The hernia sac was encountered and dissected free of the underlying fascia. Multiple omental adhesions within the hernia sac were then taken down from the hernia sac and the hernia sac was divided from the edge of the fascia on both the right- and left-hand side of the wound and the hernia sac and mesh was excised from the fascia.¿ note: there was no information provided for the bard flat mesh (device #1) and ventralex st (device #3) in the provided medical records. Attorney alleges that the patient had abscess, adhesions, fistula, infection, mesh migration, mesh shrinkage, nerve damage, appendectomy, pain, hernia recurrence and emotional injuries.